Event description:
It was reported, during an implant procedure, the helix did not deploy. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted the distal conductor connector pin was bent. Damage at implant noted. Mechanical inspection revealed the helix electrode would consistently extend and retract within 6 turns. Helix functioned within specification. Primary analysis findings indicated no anomalies found, lead functionally normal.